Event description:
It was reported the needle did not deploy but the cannula deployed and did not insert into the insertion site. The pod was not worn and no adverse patient impact was reported. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.